Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system, there was a false positive of a patient sample. No patient impact or treatment change reported.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system, there was a false positive of a patient sample. No patient impact or treatment change reported.

Manufacturer narrative:
H.6 investigation summary a complaint of "a false positive from the instrument" was received against bactec mgit 960 instrument material number: 445870, serial number: (B)(6). A bd field service engineer (fse) was dispatched. The fse was inspected the instrument, and no issue was observed, hence no action was taken. Instrument was working without error and released to the customer for regular operation. This is an unconfirmed complaint, and the root cause was unable to be determined. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.